Manufacturer narrative:
The sample was received for investigation and tested using size exclusion chromatography (sec). The customer's high results were reproduced at the investigation site. Based on the results from the sec, an interferent against the igg component of the reagent was confirmed. This interference caused the high troponin ths results. This interference is addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur.". The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
The initial reporter questioned high results not corresponding to the clinical picture for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 243 pg/ml. The repeat result was 233 pg/ml. The sample was treated by polyethylene glycol (peg) precipitation, and the result was 10.3 pg/ml. This result was believed to be correct. No questionable results were reported outside of the laboratory.